Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-mar-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that pocket in sub drawer 8 of drawer 1 got stuck. A field service engineer found that mini drawer 1.10 was only opening halfway and removed the engine and discovered spilled medication fluid covering the drawer ladder for engine 10. Using a long tool wrapped with a rag, the engineer managed to clean the dirty white and black sticker on the ladder. A new single engine was installed, and the drawer was tested, opening correctly. The functionality was verified in diagnostics, and a pharmacy inventory item was tested, with the drawer opening correctly. A proactive inspection was performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer 1 sub drawer 8 pocket became stuck. However, there were no delay or adverse events or injuries reported based on this event.